Event description:
According to the medwatch report: during a prostate resection, the resectoscope cord (model rac-b, catalog 31880110, a non-covidien product) caught fire while in use by the physician. The fire was in the cord only. The tip was not involved. The duration of the fire was 2 seconds. The electrosurgical machine was set to maximum (120 w coag/300 w cut). The pt had a 1cm area of redness on the penis. There was no treatment required. Other devices in use included a boston scientific titanium wedge electrosurgical monopolar electrode (catalog 880-311) and an unidentified gyrus device.

Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regards to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.